Manufacturer narrative:
Smiths medical investigated the returned device and while a crack in the float switch tube was identified, no leaking occurred from the water reservoir during testing. The device was powered on and run for two weeks, with no signs of water leaks. The device was also tested for electrical current leakage. The current leakage was measured at 119 uamps, which is below smiths medical's manufacturing specifications and within the current leakage limit as defined in iec 60601, of 300 uamps. Therefore, while it was found that the float switch tube was cracked, the reported issue of the device leaking was unconfirmed. The reported issue of electrical shock related to use of the device was also unconfirmed. The device passed all functional tests.

Event description:
User facility reported that the device was in use with pt. The nurse noted water leaking from the recirculating solution reservoir. According to reporter, the nurse touched the leaking water and received an electrical shock. No adverse effects to pt or user reported.